Event description:
The account stated they obtained a series of low patient sodium results that were higher when repeated. The incorrect results were not used to guide therapy. The field service representative repaired the instrument by performing ise maintenance.